Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient needed to have the device reset as they were having trouble using it. No further information was provided.